Manufacturer narrative:
Product evaluation: analysis results not available; evaluation expected but not yet begun.

Event description:
It was reported that the ¿tech went to switch out blades; the second time trying to load the blade into the shaver handle it would not seat correctly, finally it did. Started using blade and dr. Said this does not feel right. The tech looked at blade and noticed it was broken from the shaft of the blue connecting piece. The whole blade had broken inside the shaft.¿ there was no patient impact.

Manufacturer narrative:
Sex: female. Age at event: (B)(6). Date of this report: 03/23/2016. Describe event: additional information received: the ¿trouble¿ with the blade occurred ¿just after a little bit of shaving¿. Date manufacturer received: 04/15/2016. Product evaluation: analysis found that when compared to the assembly drawing, outer tube assembly, and inner tube assembly: the tip and a portion of the spiral wrap detached from the remainder of the shaft, measuring approximately 3.8 cm from the break site to the end and corresponds to the bend of the bur [the approximation is due to stretching and unevenness of the spiral wrap break]. The spiral wrap was tightly wound at the break site, and under magnification there was non-uniform gouging on the flutes of the bur tip. Dimples were present on the outer hub that coincide with the locking ball bearings of the handpiece collet. The location of these markings would suggest that the bur was not properly loaded into the handpiece and is consistent with the reported difficulty seating the bur. The inner hub was deformed at the distal face and resembled melting or overheating damage adjacent to the metal bushing. The information suggests that excess force was applied to the bur during activation, causing friction at the bend and stretching then subsequent breaking of the spiral wrap. The instructions for use warns that excessive pressure applied to bur may cause damage. (B)(4).

Event description:
Additional information received: the ¿trouble¿ with the blade occurred ¿just after a little bit of shaving¿.

Manufacturer narrative:
Corrected information: sex. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.